Manufacturer narrative:
The insulin pump alarmed motor error during rewind test and e70 error alarm was confirmed in the alarm history due to motor encoder signal out of phase also, unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. No a35 error alarm noted during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 200 to 300 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that they were in the hospital due to a foot infection and that the pump may have possibly been worn in or around an MRI machine at the hospital. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.